Event description:
It was reported that there had been alerts for high out of range shock lead impedance (sli) measurements on this right ventricular (rv) lead. The actual sli measurement was at about 125 ohms. The range has been from about 90 to 120 ohms over the past year. Technical services suggested to continue to observe the patient. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.